Manufacturer narrative:
The download data from the returned pod showed that an 0xcb low voltage detection alarm had been generated by the pod. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. The source meter, producing 4.5v, was used to download the data. Inspection of the device found corrosion on the top and bottom batteries, the pcb assembly, the mechanism rail, and the catch beam. Fluid path testing found a tear in the unexposed portion of the soft cannula 0.268 inches from the soft cannula nailhead which resulted in an internal leak that contributed to the observed corrosion. It could not be conclusively determined if the internal leak contributed to the 0xcb alarm. The exact cause of the 0xcb low voltage detection alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
Product changed from 18320 to 18325.